Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: world journal of surgical oncology 2014;12:101. Doi:10.1186/1477-7819-12-101.

Event description:
It was reported in journal article ¿surgicel application in intracranial hemorrhage surgery contributed to giant-cell granuloma in a patient with hypertension: case report and review of the literature¿ that the patient had been diagnosed with right basal ganglia hemorrhage and underwent treatment by hemorrhage debridement and craniotomy decompression surgery. The surgical routine included the application of absorbable hemostat to stop bleeding in the surgical bed. The postoperative recovery was unremarkable. Five months after hemorrhage treatment, the patient suffered 2 grand mal seizures. Physical examination upon hospital admission showed left upper limb muscle strength of grade ii, left lower limb muscle strength of grade IV, and positive left babinski sign, but no signs of neurological deficit. Subsequent magnetic resonance imaging revealed an intracranial space-occupying lesion. Under microscopic guidance, the lesion was completely resected surgically. Pathological analysis indicated a foreign body response. The presence of gliosis led to the final diagnosis of a giant-cell granuloma caused by absorbable hemostat application. The patient¿s postoperative recovery was unremarkable. There were no remarkable physical, clinical, or imaging findings at the 6-month follow-up visit. No additional information was available.